Event description:
On 8/93 a pt had intramedullary nailing of left femur in 8/93. The fixation failed 1/22/95 & pt returned to surgery on 1/26/95 for remobal of the bipolar im rod with im nailing of left femur. MFR found no problem with equipment. It was due to the pt's clinical condition.